Event description:
Painful.. Tampon... Catching- vagina [vulvovaginal pain] , outer layer was open the side exposing the cotton fibers... Easily pulled away... Fluff- tampax [device breakage] , painful..tampon is [partially] out of applicator...catching/more difficult to insert [complication of device removal] . Case narrative: consumer reported via social media that fluff is coming out of the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.